Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without alarms or failures. The drain times were within the time specifications for a liberty cycler. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak was observed at the completion of the patient¿s treatment. Prior to discovering the fluid leak, multiple ¿draining slowly¿ alarms were displayed during the patient¿s final drain. After the patient disconnected from the cycler, fluid was observed leaking out of the cycler door when it was opened to remove the cassette. At that point, the contact called ts to report the event. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow-up with the contact, it was confirmed there were no missed treatments. The patient performed manual pd therapy the following day as the replacement cycler had not yet arrived. The contact confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient¿s peritoneal dialysis registered nurse (pdrn) was notified of the fluid leak and subsequent cycler replacement. At the time of follow-up, the replacement cycler had arrived, and the patient was continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. According to the contact, the cycler set was taken to the patient¿s home clinic where the pdrn reportedly discarded the device. The contact did not recall seeing any visible damage on the cycler set.